Event description:
Customer called to report that they were hospitalized for high blood glucose levels and chest pains. Customer's blood glucose at the time was 407 mg/dl. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Advised customer to follow up with health care professional concerning unexplained high blood glucose levels. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.